Event description:
The complainant alleged while monitoring a pt complaining of chest tightness, the device displayed "no ECG" and "poor pad contact" messages. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.